Event description:
Affiliate alleged customer reported damage on an instrument. The tip of the movable part of an olympus rigid scope was punctured. It is unk whether eog cap attached firmly or not. Further follow-up indicated the device is compatible with sterrad 50 and sterrad 100s, and it is also conditional on attaching an eog cap to the scope. Further follow-up indicated there was not any patient injuries.